Manufacturer narrative:
Corrected fields: g4: 510k: k213036. H11: it was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed during a revision surgery on (B)(6) 2025 due to a fractured medial cuneiform and smashed proximal medial metatarsal base. No other patient outcomes were reported as a result of this event. The patient was revised with non-tmc devices. No devices were returned for evaluation. Additional information indicates the surgeon believes the fracture was caused by a trauma incident that was revealed on an x-ray taken during a post-op follow-up. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided, and no device being returned. However, additional information indicates that a possible trauma incident may have contributed to what the patient experienced. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in (B)(4).

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed during a revision surgery on (B)(6) 2025 due to a fractured medial cuneiform and smashed proximal medial metatarsal base. No other patient outcomes were reported as a result of this event. The patient was revised with non-tmc devices. No devices were returned for evaluation. Additional information indicates the surgeon believes the fracture was caused by a trauma incident that was revealed on an x-ray taken during a post-op follow-up. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided, and no device being returned. However, additional information indicates that a possible trauma incident may have contributed to what the patient experienced. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed during a revision surgery on (B)(6) 2025 due to a fractured medial cuneiform and smashed proximal medial metatarsal base. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2025-00023.